Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (03/23/11)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the alleged inaccuracy, incorrect language setting, and power issue complaints were not confirmed. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. Secondary issues not related to the alleged issues were revealed during investigation. It was discovered that one of the returned test strip was bent. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on and, previously, was reading inaccurately and in a different language. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 12x a day. The patient manages his diabetes with novolog insulin (15 units) and lantus insulin (40 units). The alleged issues began over a year ago prior to contacting lfs. The patient could not specify results obtained from the subject meter or the results obtained from the other device. The patient denied making changes to his diabetes management regimen. A couple hours after the start of the alleged issue, the patient claimed he felt high blood glucose symptom of frequent urination. The patient claimed he experienced symptoms intermittently since the alleged issue begun. The patient stated he did not have another device to test his blood glucose levels with. On (B)(6) 2011, the patient stated emergency medical services (ems) was contacted because he started feeling "really shaky" and disoriented. That afternoon, the patient obtained a blood glucose result of "about 500 mg/dl" on the ems meter. Ems administered the patient insulin as treatment. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. There was no misuse of the subject meter and the batteries did not need to be replaced. The cca was not able to walk the patient through resolving the alleged issues. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issues began.